Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 375 mg/dl, 215 mg/dl, and 116 mg/dl within 10 minutes. No adverse event reported. Returning and replacing meter and strips.